Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and tip of the sheath was crushed. A septal puncture was performed with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an left atrium (la) approach was attempted, but there was resistance and could not pass through. After several attempts, the tip of the sheath was crushed and could not be used continuously. The issue was resolved by replacing vizigo sheath to another new one. There was no patient consequence. Additional information indicated the tip was damaged but did not have any internal components exposed, was not rough or slippery and did not have any lifted or damaged electrodes.

Manufacturer narrative:
On 29-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and tip of the sheath was crushed. A septal puncture was performed with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a left atrium (la) approach was attempted, but there was resistance and could not pass through. After several attempts, the tip of the sheath was crushed and could not be used continuously. The issue was resolved by replacing vizigo sheath to another new one. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a scratch mark in the tip of the dilator. This issue could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).